Manufacturer narrative:
The product is expected to be returned for additional testing. Additional information will be submitted within 30 days of receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. A review of this lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint.

Event description:
At the time of the procedure, they noticed that after they opened the package from one end, that the other end was open already. There was no damage noted on the shipping or outer pouch, only the seal on the inner pouch was open. It was indicated that the seal of the inner package may have been purposely opened in anticipation of use, and when not used was re-shelved. The product is stored with its inner pouch kept in the product box on wire shelving in the product storage room. The product is expected to be returned for analysis. There was no damage noted on the actual product. Therefore, the product was not used in the patient and a second device was selected, inspected and used without any problem. The procedure was completed successfully.

Manufacturer narrative:
It was reported that while opening the inner sterile pouch it was noted that the other end was already open. There was no damage noted on the carton box. It was indicated that the seal of the inner package may have been purposely opened in anticipation of use, and when not used was re-shelved. One non sterile unit of smart control 14x60 mm was received coiled in a non cordis sealed pouch on march 15, 2010. The pouch was inside the original carton box labeled as lot 14151746. Stent and locking pin were received in the correct location. Several kinks were observed on the outer sheath, dark stains were observed in the handle. No other anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Since the original inner pouch was not received for analysis, the compromised sterility reported by the customer was not confirmed, the exact cause could not be conclusively determined; however it does not appear to be manufacturing related, controls exist in the packaging processes to prevent this type of failure, as well as there are inspections in place to detect damages in the sds, reference procedures documented in route sheet # (B)(4). Procedural factors and handling may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer could be manufacturing related, therefore no actions will be taken at this time. As the actual cordis sterile inner pouch was not returned for analysis no conclusion can be drawn between the device and the event.